Event description:
1. The customer reported that on (B)(6) 2011, during weekly maintenance, their access 2 immunoassay system check failed due to a high substrate ratio. The substrate acceptable range is 0-1.40, while the customer was consistently obtaining substrate ratio results of 2.05 to 2.58. No customer supplied quality control records were provided to date. No results were reported out of the laboratory during this time period and hence there was no death, serious injury or change to patient treatment associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Service was dispatched on (B)(4) 2011 for this event. The field service engineer (fse) confirmed that the substrate ratio was still out of specification. He replaced the substrate valve without successful results. He then replaced the peri-pump tubing and aspirate probes, and verified the aspirate plate alignments. A substrate volume check and system check were performed and were found to meet established specifications. Hardware was the root cause of this event.